Event description:
It was reported that during an unknown procedure, there was a solid tone. The scalpel could not pass self-test. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not passing the pre-run test. When a blade is damaged, the generator systems senses an issue and an audible alarm (solid tone) will sound and a visual alarm indicator (error code message) will appear on the display screen. The generator system may not complete the pre-run testing and will keep reverting back to standby mode. The device was functionally testing with the gen04 generator and an error code 5 was displayed. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.